Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a severely calcified shunt in the forearm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty of the shunt. During the procedure, it was noted that the balloon ruptured at 10 atmospheres upon the second inflation. The device was removed by normal method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.